Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the mesh had contracted and tightened, causing damage to the surrounding organs, tissue and structures. The patient also reported damage to the urethra which required repair and groin tissue that required stitching. The patient developed scar tissue. The device was removed on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.